Event description:
It was reported that during a biopsy the device fires off on its own after being locked into the fully primed position. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient or user injury.

Manufacturer narrative:
The serial number was provided and the device history records are being reviewed. The investigation is currently underway.